Manufacturer narrative:
(B)(4).

Event description:
It was reported that "after intubation into the patient. Found cuff leak. The doctor removed it and placed a new ett." Additional information received on april 21, 2026, indicated that "after placement, the leak was detected during ventilation, and the ett was replaced. The patient did not have desaturation due to the defect. The device was pre-tested according to the IFU. The patient is stable."